Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on the night of (B)(6) with blood glucose of 27 mg/dl at the time of the incident. The customer also reported that they received emergency medical assistance due to high blood glucose on the morning of (B)(6) with blood glucose of 700 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer's health care professional wants them to try the 530g pump. The insulin pump will not be returned for analysis.